Manufacturer narrative:
The AED will not be returned to cardiac science for investigation. The customer informed the distributor that the AED will be put back in service and monitored.

Event description:
Fire department arrived on the scene to find a male not breathing and his pulse could not be found. A cardiac science AED was applied to the patient while CPR was initiated. The AED prompted to place pads on the patient and pads were placed per directions. The AED continued to prompt to place pads and the rescuers confirmed the pads were in place. The rescuers disconnected the pads from the AED, rechecked correct placement, and reconnected the pads to the AED. The AED still prompted to place pads. CPR had been performed continuously. The pads and AED were removed and another AED was attached to the patient. Rosc was achieved and the patient was transported to the ER and transferred to the ICU.

Manufacturer narrative:
The customer has been asked to send the AED to cardiac science for investigation. The pads used during the rescue were thrown away at the scene.

Event description:
Fire department arrived on the scene to find a male not breathing and his pulse could not be found. A cardiac science AED was applied to the patient while CPR was initiated. The AED prompted to place pads on the patient and pads were placed per directions. The AED continued to prompt to place pads and the rescuers confirmed the pads were in place. The rescuers disconnected the pads from the AED, rechecked correct placement, and reconnected the pads to the AED. The AED still prompted to place pads. CPR had been performed continuously. The pads and AED were removed and another AED was attached to the patient. Rosc was achieved and the patient was transported to the ER and transferred to the ICU.